Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to a zebra connector being cracked. No moisture damage was noted on the electronic assembly. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button and display anomaly. She stated that when she pressed the esc buttons several times, the insulin pump had a black screen. She stated that the liquid crystal display screen had lines going through it vertically and the time appeared to have all eights. The customer's blood glucose was 238 mg/ld. She replaced the battery, but the display did not return to normal. She stated that the insulin pump did not sustain any physical damage but had been exposed to moisture. She observed moisture under the liquid crystal display. She stated that she only observed the fluid when she worked out and wore the insulin pump in her bra. She noted that the fluid would go away after a while. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.